Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin, not performing the proper air removal step and overfilling the cartridge. Tandem technical support informed the customer that using cold insulin, not performing the proper air removal step, and overfilling the cartridge is off label per the tandem user guide. Additionally, it was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 112-120 mg/dl.